Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: extension. Product ID: 3387s-40, lot# v036502, implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
The patient reported via a manufacturer representative (rep) that he had an infection at the lead-extension connection site on his head. He got a mosquito bite on his head next to the lead-extension connection site and thought the infection may have started there when he started scratching the bite. The infection may have also traveled down the extension to the battery. The healthcare provider (hcp) was going to remove the whole system, along with the stimloc, on (B)(6) 2016. The patient's indications for use were parkinson's dual.